Manufacturer narrative:
Analysis of the catheter found no occlusion in either segment received. The customer's observation of occlusion could not be verified. (B)(4).

Event description:
It was reported that this was a first attempt at implanting this type of catheter. During the implant, fluid would not move through the catheter and an occlusion was suspected. After the needle placement and before anchoring the catheter, cerebral spinal fluid (csf) was not seen. It was later reported that csf could not be drawn through the catheter access port (cap). There was an attempt to inject contrast through the cap and this was also unsuccessful. There were no difficulties with catheter placement, the catheter was in line and there were no patient anatomy issues. Ultimately, this catheter was explanted and a new catheter was successfully implanted. Lastly, once the attempted catheter was explanted the representative experienced difficulty reinserting the stylet. It was unclear if this was related to an occlusion or a bend in the stylet. There were no patient injuries reported. This device system was used to deliver infumorph.

Manufacturer narrative:
Product ID 8780, lot # unknown, serial # (B)(4), product type catheter; product ID 8709sc, serial # (B)(4), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that per the patient the problem with the pump was that whenever you turn it up the catheter leaks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.